Event description:
Meter name: ot basic enhanced. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, sleepy. A patient reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was 100mg/dl. The result on the ER meter was 180 mg/dl. The time difference between patient's meter and ER was unknown. Treatment was insulin. No further information has been reported.